Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately two hours and upon removal the string broke off leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget in one piece. She did not seek medical attention and did not experience any adverse health effects.